Event description:
It was reported that the ilet user experienced hyperglycemia after breakfast that included regular syrup, with the caregiver suspecting an incorrect meal size announcement. The cgm showed a glucose of 307 mg/dl trending downward, and the device issued a high glucose alert. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no medical intervention or hospitalization, and the follow-up was declined. Investigation included a review of use conditions and user technique related to meal announcements and dose estimation. Investigation of this case revealed use-related error due to inaccurate carbohydrate or meal size announcement leading to hyperglycemia, with the device functioning as designed and delivering automated corrections as glucose trended down. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated meal entry error.